Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the provided lot number is not recognized as a valid number; it appears to be incomplete and missing digits. The customer was unresponsive to follow up attempts for clarification. Concomitant bwi products: - thermocool smart touch sf bidirectional catheter (d134801/unknown lot #); - lasso nav eco catheter (us catalog # d134301/ lot # 30037922l); - pentaray nav eco catheter (us catalog # d128211/ lot # 30057576l); - soundstar eco catheter (us catalog # 10439011/ lot # e8113671); - c3 cs refstar deflectable catheter (us catalog # r7d282ct/ lot # 30018112m); - carto 3 system (us catalog # unknown, serial # unknown) (B)(6). (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the lasso nav eco catheter and the thermocool® smart touch® sf bi-directional navigation catheter were inserted into the left atrium. Left pulmonary vein (lpv) isolation was conducted. Right pulmonary vein (rpv) isolation was then started. After rpv isolation, the physician performed ablation in the rear wall inside the right superior pulmonary vein (rspv). At this point, the physician noticed a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardium. Anticoagulant (apixaban) was administered and the bleeding did not stop. The patient was transferred to the operating room (or) to have an open-heart surgery to repair the perforation observed near the roof in left atrium. Patient was reported to be in stable condition and improved after surgery. Patient respiration was cited as a factor that might have contributed to the adverse event. Physician commented that when the issue occurred, the respiration of the patient was rough, and the ablation part was near rspv back or near roof. There¿s no information regarding extended hospitalization or patient¿s outcome. There were no bwi product issues reported and no error messages observed. Multiple attempts have been made to gain clarification on this event with no response, including to obtain clarification of the reported lot number involved which is not recognized to be a valid number. Should any new information be obtained it will be assessed and processed accordingly.